Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was at elective replacement earlier than projected at previous device check. The device has been removed and replaced. No patient complications have been reported as a result of this event.